Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inadvertent malposition of a permanent pacemaker ventricular lead into the left ventricle which was initially missed and diagnosed two years later: a case report." J. Med. Case rep. March 17 2011;5.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the patient was admitted to the hospital for the new-onset of atrial fibrillation. The physician implanted a dual chamber pacemaker system. On the first postoperative day, routine interrogation of the right ventricular (rv) lead showed a loss of capture. Macrodisplacement of the rv lead was suspected, and subsequently it was repositioned. During the following four months, the patient developed recurrent episodes of atrial flutter, which were successfully ablated. The physician noted the presence of a large patient foramen (opening between the left and right atria). Two years later during a routine follow up visit, the echocardiogram showed the "ventricular pacing wire to pass from the right atrium to the left atrium and then through the mitral valve to the left ventricle with no visible attached thrombi."